Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00115. Super poligrip is manufactured in (B)(6), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 09 may 2011 via medical records. On (B)(6) 2009, the patient stated she felt like she was walking on rocks and that her legs were duck taped. The patient also complained of numbness and tingling in the hands two years ago (since 2007) and feet for one year (since 2008). An electromyogram (emg) study on her legs in february 2009 was essentially normal. On (B)(6) 2009, impression included clinical evidence of peripheral neuropathy affecting the upper and lower extremities, which still needed to be confirmed by emg and nerve conduction studies (ncs). On (B)(6) 2009, it was noted the patient had some nonspecific abnormalities in the MRI of the brain. The patient felt improved. The physician suspected the patient had psychosomatic problems from underlying anxiety and depression, which had caused these symptoms of peripheral neuropathy. The patient was walking normal without a broad based gait. The patient had been taking remeron at night, which was helping her sleep at night and xanax, which helped her with panic attacks. On 06 january 2010, diagnosis included bilateral sciatica. On (B)(6) 2010, the patient had a neurology consult regarding pain and numbness of hands. Around (B)(6) 2009, the patient started noticing that she had difficulty walking and this had progressed quite severely since that time. She could not walk without full assistance. The patient reported falling about 15 times since (B)(6) due to this. Her feet felt numb and heavy and she could not tell where they were and she would get off balance severely. The patient had seen numerous physicians, including three neurologists. A magnetic resonance imaging (MRI) of the cervical spine on (B)(6) 2010, showed a small herniated disk with a small annular tear at c5/c6 and there was some element of stenosis, but there was no marked cord compression. Spurring was noted at c6/c7. MRI of the lumbar spine on (B)(6) 2010, showed a little angular tear with some disk protrusion at l2/3, a little tear at l4/5, but no distinct surgical disk herniation was felt to be present. Diagnosis included posterior column disease, possibly on a degenerative basis. On (B)(6) 2010, the patient presented with a clinical picture of myeloradiculoneuropathy. Copper deficiency was considered as one of the causes, since the patient had been using poligrip on her dentures for eight years. The patient had a previous copper level of 16 (low normal of 70). The physician assessed that the most likely cause was copper deficiency due to poligrip containing excessive zinc. Copper acetate was prescribed. This case was upgraded to medically serious as assessed by gsk.